Event description:
The facility reported that the pump was included on an incident report in which the patient showed symptoms of receiving too much morphine. The patient was given narcan as a result and no adverse patient outcome was reported. The facility reported that the nursing staff discarded the bag and tubing before a determination could be made regarding how much morphine was actually delivered. The facility reports that the patient was receiving a heavy dosage of the morphine and they have attributed the situation to this. The facility does not feel the pump is at fault and was not able to provide details regarding the patient's demographics or the pump's programming.